Manufacturer narrative:
The exposed soft cannula of the received pod was found to be kinked and pinched near the distal tip. During fluid path test, fluid was found leaking through a tear near the distal tip of the exposed soft cannula. It could not be determined when this damage to soft cannula occurred. Pod download data did not show timeouts and drive stall during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 17.9 mmol/l (322.2 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. As treatment, a new pod was placed and the patient gave a manual injection of five units using an insulin pen.